Manufacturer narrative:
Service detected a hole in the pipettor tubing. The tube was then replaced. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for two samples from 1 patient tested on a cobas e411 rack. The initial result of the first sample was not reported outside of the laboratory. The patient sample was rerun twice on the analyzer. It was also sent out to another laboratory that uses the same methodology. On (B)(6) 2022, the initial result of the first sample at 1:07 am was a flagged result with no numeric value. The first repeat result of the first sample at 4:29 pm was 33.63 miu/ml. On (B)(6) 2022 at 2:48 am, the initial result of the second sample was 10000 miu/ml with a data flag. The first repeat result of the second sample at 3:37 am was 76466 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2022, the second repeat result of the first sample at 4:16 pm was 75452 miu/ml. On (B)(6) 2022 at 6:17 pm, the second repeat result of the second sample was 10000 miu/ml with a data flag. The third repeat result of the second sample at 6:47 pm was 90629 miu/ml. This result was deemed correct. The repeat result of the first sample from the other laboratory was 76318 miu/ml. The result from this laboratory was reported to the patient and the doctor. The reagent lot number is 528072. The expiration date was requested but not provided.